Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by clinical support and reportadly the customer is performing the air removal by dry syringe. Clinical support informed the customer that is performing the air removal by dry syringe is off label per the user guide. Ultimately, the customer reverted to an alternate method of insulin delivery. Customers blood glucose ranged between 100 to 150 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.